Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was 177 mg/dl. The customer also reported that he was unable to remove the device's battery cap. Customer also stated that the insulin pump was cracked at the battery and reservoir compartments. During troubleshooting, the customer confirmed that the battery compartment was damaged. The customer reported via phone call that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents were within specification and no unexpected low battery, failed battery test or off no power alarm was noted. The insulin pump was received with minor scratches on the display window, broken reservoir tube lip, cracked battery tube threads, broken belt clip slot, missing end cap sticker and stripped battery cap coin slot.